Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the moderately tortuous 1st obtuse marginal (om1). The physician fully deployed the taxus express2 8.8% 2.75 x 20 mm drug eluting stent between 16-18atms successfully deploying the stent. The physician waited 30 seconds for the balloon to deflate and attempted to remove the balloon. After 5-10 minutes of pulling and other unknown maneuvers, the guide catheter was advanced down to the stent and the balloon was successfully removed by pulling back. There were no pt complications reported.